Event description:
The patient contacted animas on (B)(6) 2013, reporting that their blood glucose (bg) at 3pm was 501 mg/dl with feeling shaky. The patient treated with 6.2 units of insulin from the pump. The patient reported their bg's have been in the 200 to 300 mg/dl since healthcare professional (hcp) adjusted settings two days ago. Customer support (cs) reviewed basal rates and found at 11:30 pm rate was set at 0.00. Cs advised the patient to contact hcp to edit basal settings. The patient retested bg at 3:30 pm and found bg to be 463 mg/dl. The patient reported that the shakiness is gone and spoke with hcp regarding settings. This report is being made due to the patient¿s alleged hyperglycemic event that resulted from an incorrect setting to basal rate.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error ( incorrect setting to basal rate).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/24/2014 with the following findings: the last basal and bolus delivery were made on (B)(6) 2013. The black box shows on date of the event (B)(6) 2013 several alarms-165 ¿no delivery, exceeds tdd¿ warnings. The basal history recorded a 0.00u basal rate between 18:58 and 21:19 on (B)(6) 2013 due to eaw-165 warnings; no insulin deliveries were made during this time. The pump was exercised for 24hr duration period; no eaw¿s were duplicated. Pump successfully completed a delivery accuracy test. The pump found to be delivering accurately and within required range. Investigators were unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.